Event description:
It has been reported that the green indicator light is not flashing.

Manufacturer narrative:
Updating reporter information and report source, updated lot number and expiration date. Updated "describe event or problem" field based on corrected information, updated device problem code based on corrected information.

Event description:
It has been reported that the device emitted a single chirp and the "low battery" error message.